Manufacturer narrative:
According to available information this lead remains implanted. When the revision procedure is received, this event will be updated.

Manufacturer narrative:
According to available information, this lead remains implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information, this lead has not been returned for analysis. Should this lead be returned or additional information be obtained, this event will be updated.

Event description:
To further test the integrity of the lead, an arrhythmia was induced; however, a shock was not delivered due to a detected short circuit condition. It was determined the issue was not resolved. The patient was scheduled for another procedure and, three days later, this chronic defibrillation lead was replaced.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed increased threshold measurements and decreased sensing. In addition, noise was revealed. A decision was made to implant a defibrillation lead. Post implant, this lead displayed acceptable lead measurements. However, the device was interrogated and an error screen indicated a shorted lead indicator and the shock impedance was less than twenty ohms. A lead replacement procedure is intended in the near future.

Event description:
Clarification was received regarding this event. During the revision, after the increased threshold measurements and decreased sensing measurements were noted, a new pace/sense lead was implanted. The chronic pace/sense portion of this lead was surgically abandoned. However, post procedure, the same error message was received. A decision was made to replace the device. Post procedure, acceptable measurements were obtained and it was thought the issue was resolved.